Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 stat results for 4 patient samples on a cobas e 411 analyzer (rack system). The customer was prompted to repeat the patient samples as their qc was out of specification. Sample 1 had an initial result of <6 ng/l with flag. The repeat result was 13 ng/l. Sample 2 had an initial result of 14 ng/l. The repeat result was 19 ng/l. Sample 3 had an initial result of 19 ng/l. The repeat result was 25 ng/l. Sample 4 had an initial result of 20 ng/l. The repeat result was 25 ng/l. The repeat results were deemed correct.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Calibration was last performed on the day of the event. The qc recovery data provided was within specification. The customer stated that qc was out of range on the day of the event. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found that the probe tubing was kinked and replaced it. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.